Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not receive a low battery alert prior to the replace battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert without a low battery warning. New battery did not resolve the issue. Customer received multiple insulin pump errors alarms. Customer were able to clear the alarms and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No pump error 68, pump error 49, pump error 23, and pump error 48 noted during testing. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss due to connector resistance issue.